Event description:
Heparin bolus given and dialysis began. Within 1 min of start of treatment, pt complained of nausea, chest tightness, shortness of breath, sclera in eyes turned red, and feeling of impending doom. Treatment stopped and symptoms immediately stopped. Dialyzer was reset to dry-pack and the rest of treatment was tolerated well. Dose or amount: 2000 units, frequency: x1. Dates of use: 2008. Diagnosis or reason for use: hemodialysis. Event abated after use stopped or dose reduced: yes.